Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified vena cephalica antebrachii. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 19 atmospheres, the pressure could not continue to increase and the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 18mm proximal of the tip. The rated burst pressure for this device is 24 atmospheres as per specification. A visual examination identified damage to the tip. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified vena cephalica antebrachii. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 19 atmospheres, the pressure could not continue to increase and the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.